Manufacturer narrative:
Investigation summary: 1 pc of hypoint needle was received and black fm was observed .the fm was sent for ftir and found to be propylene. Investigation conclusion: returned sample were received and the reported non-conformance was observed. The embedded fm was measured and it was observed to be 0.3mm2 which is smaller than 0.4mm2, hence, within the specification. Root cause description. The returned sample was measured and the size of the embedded fm measured to be within specification. - corrective actions has been implemented as follows: clear all gate cap and check the heater and thermocouple are function properly. Completed on 20 apr 2017. Increase the frequency to check heaters and thermocouples from 6 monthly to 3 monthly pm. Completed on 12 may 2017. - the affected batches are produced prior to the corrective action implementation. DHR- no similar defect was found in -process and outgoing inspection. No notification was raised for this defect. Manufacturing review- review of machine history tracking and in - process inspection showed no similar issues.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during an unknown occurrence, foreign matter was found in a 27g x 1/2 in. Bd hypoint¿ hypodermic needle. There was no report of injury, or medical intervention